Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d4, ICD, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported by the patient that there was no signal from one of the leads. Information from the clinic indicates that the left ventricular (lv) lead was not capturing and a revision is scheduled. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.